Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported that the insulin pump was not delivering insulin. Caller reported that the customer had been experiencing high blood glucose levels since the day before the call. Blood glucose level was 548 mg/dl at the time of the call. Customer treated with a manual injection. Caller reported that the customer had a blood glucose level of 598 mg/dl the night before the call. Troubleshooting did not show any malfunction of the insulin pump. No further information was provided.